Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) reported that the pressure tube assembly was replaced to resolve the reported issue. The iabp was then returned to the customer and cleared for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure, fault code #37, and pressure solenoid failure prior to the iabp being used on a patient. No adverse event has been reported.